Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Additional information received indicated that this device was explanted. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with pacemaker was worried that the device will run out earlier than expected. The hospital showed to the patient that the device was at two and a half years left from five years during patient's scheduled check up. Boston scientific technical services (ts) discussed to the patient regarding the longevity estimates, current bins and that the only way to get better analysis was to collect disk data a t next follow up. Attempt to obtain additional information was unsuccessful. The device remains in service. No adverse patient effects were reported.